Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia during the first night using the ilet, with the device issuing low glucose alerts; the user treated with oral glucose (juice), and was counseled on algorithm operation and avoiding overtreatment, after which glucose rose to 89 mg/dl. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management of the event without medical intervention, hospitalization, or assistance. Investigation included complaint intake review and user education with troubleshooting. Investigation of this case revealed no device malfunction reported and that hypoglycemia occurred with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.